Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi inspected the device and confirmed the following; the reported phenomenon was reproduced. The device did not startup properly, and the touch panel display did not displayed and remained black. The endoscopic image was not displayed due to dp board failure. The dp board was rusted. The cp board was rusty, but there was no functional problem. The chassis, lid and rear panel were rusted. The lid, chassis and front panel were scratched. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the dp board failed due to the failure of parts on the board due to rust on the dp board. Omsc determined that this could have caused the reported event because the dp board had stopped working. In addition, it was concluded that the endoscopic image was not output due to the failure of the dp board because the dp board processes and outputs the video signal. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the system had slow startup issue and the touch panel sometimes did not work. There was no report of patient injury associated with the event.